Manufacturer narrative:
B3 unknown, d4: complete UDI (B)(4). One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was removed. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the mpu board. As a result, the mpu board was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. For all inquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com

Event description:
It was reported that the pump exhibited error code 45985. No adverse patient effects were reported by the customer.